Manufacturer narrative:
The biomedical engineer (bme) reported that this gz transmitter was not providing correct readings and was turning on and off. The unit was not in patient us at the time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this gz transmitter was not providing correct readings and was turning on and off. The unit was not in patient us at the time. No patient harm was reported.